Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a change in therapy effect as she experienced an increase in and/or worsening of spasticity after a refill. During that refill, approximately one week prior to the date of this report, the health care provider (hcp) had difficulty accessing the port. The hcp had also thought that the patient may have manipulated the pump in a way that the catheter became dislodged. A ¿couple days¿ later the reporter believed that another provider may have increased the dose and put the patient on oral baclofen as well. A dye study was performed on 11-27-13 and no issues were observed. There were also no discrepancies at the last refill. The health care provider wanted assistance with a priming bolus as it was felt the catheter info was not accurate as it was believed only a ¿tench¿ of a centimeter was removed for the catheter at implant. This device system delivered gablofen. Additional information has been requested, however, none was available as of the date of this report.